Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported failed flow rate test low, which was reproduced during evaluation. A review of the event history log identified failed flow rate test low. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test "low". The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.